Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device was requested back for a detailed investigation. No deviation could be detected and the reported failure could not be confirmed. However, the ribbon cable and the board will be replaced as precaution.

Event description:
Livanova received a report that a electrical venous occluder (evo) triggered an error message during setup. Once the tube was inserted, the failure disappeared. There was no patient involvement